Event description:
It was reported that pump experienced malfunction that showed malfunction code 15. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned.